Manufacturer narrative:
Two opened knife samples were received loose in blisters unrelated to the complaint for the report of dull blades. The returned samples were visually inspected and were found to be nonconforming with damaged tips and damaged cutting edges. Penetration testing could not be performed due to the damaged condition of the samples. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that two knives were dull during surgery. Patient involvement and patient impact information is unknown. Additional information was requested. Additional information received clarified that the two dull knives were noted during separate surgeries. The unsatisfactory knife was used each time to complete the procedure. There was no impact to any patient. Additional information is not available for this report.